Event description:
It was reported during a patient transport the cot was placed in the transport position and when the medics started to move the cot the undercarriage of the cot allegedly became disengaged without either medic using the manual release. The medics were able to maintain control of the cot and the patient was not injured and the transport was completed. The foot end medic is alleging a shoulder strain. The medic was seen at the ER and was off work for 1 week. The medic has since returned to work at full capacity. An investigation has been initiated to evaluate the reported incident.

Manufacturer narrative:
The device was evaluated by a field technician at the complainant's site. A visual and functional evaluation was conducted and the technician could not duplicate the reported incident. The technician did observe multiple maintenance issues with the auxilliary lock system. The cot was 12 years old and the last documented preventative maintenance service was conducted on 4/14/2016. It is unknown what caused the multiple maintenance issues; however, the complainant was advised the cot was unsafe to use in the current condition and should be removed from service until the cot was either repaired or replaced due to the age and wear. No further information has been provided indicating the patient or medic has alleged any further injury or adverse effects.

Event description:
It was reported during a patient transport the cot was placed in the transport position and when the medics started to move the cot the undercarriage of the cot allegedly became disengaged without either medic using the manual release. The medics were able to maintain control of the cot and the patient was not injured and the transport was completed. The footend medic is alleging a shoulder strain. The medic was seen at the ER and was off work for 1 week. The medic has since returned to work at full capacity. An investigation has been initiated to evaluate the reported incident.